Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of pd core warning, check pads message and ECG lead off message. These messages are intended to alert the user that a patient impedance is not recognized and not necessarily indicative of a device malfunction. The electrodes were not returned for investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device would not pace properly. No further information was available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.